Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a high blood glucose event. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump battery would not last long and the buttons were unresponsive. Customer had a high blood glucose of over 500 mg/dl on (B)(6) 2018 and that the insulin pump buttons were unresponsive during bolus delivery. Customer's parent declined high blood glucose troubleshooting. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
(B)(4). Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No unexpected low battery alarm, replace battery now alarm, battery power loss alarm or battery longevity noted during testing.